Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse replaced the 3-way valve (501), replaced the tubing from substrate bottle to the 3-way valve and from the syringe to the 3-way valve, also replaced the substrate nozzle. In addition, the fse upgraded software to v 1.35. The customer ran controls and verified the results. The aia-360 was working as intended. No further action required by fse. Most likely cause for this event was substrate discharge valve sv501, more specifically, the 3-way valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported substrate purge error followed leak sensor error for s701 sensor with their aia-360. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.